Event description:
Philips received a complaint by the customer on the v60 indicating that patient is unable to inhale oxygen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user noted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H11: upon further investigation, the reported complaint was for a different device and was reported as an hrc device in error. All information is documented in ra#314878390. Based on this information, the complaint in this report will be cancelled. All new information will be documented in ra#314878390 and reported if required.